Event description:
On insertion over a lunderquist wire the device was leaking blood through the haemostatic valve. Over 800 mls of blood were lost during the procedure as the valve appeared completely incompetent. Once the large dilator was removed surgical clamps were used to prevent further blood loss which allowed the surgeons to complete the operation. No patient outcome information was provided by the reporter to assist in this investigation.

Manufacturer narrative:
Blood loss is labeled in the IFU. Valve leaks are not specifically addressed in the IFU. Event evaluation: still under investigation.